Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in interlobar surfaces of lung formation in a thoraco/lobectomy procedure. The cartridge stopped immediately after firing, the cartridge was fired again, but the power handle displayed "cartridge firing completed" on the first firing. The tissue was not separated at all. The thickness of the interlobar surfaces was sufficient for purple. After that, the manual handle and a new purple cartridge were taken out and the operation was performed. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.